Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative a laparoscopic sleeve gastrectomy procedure, at first the staple lines looked fine then the patient began to bleed and vomit. There was poor staple formation which led to blood loss of 500cc or more and blood transfusion was required. An additional operation will be performed to correct the issue. The patient had prolonged hospitalization and with controlled bleeding and transfusion patient should recover.